Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was hemolysis, missing additive, poor barrier separation of the sample, and discolored/abnormal additive form. The following information was provided by the initial reporter. The customer is reporting hemolysis with sst tubes. "We were having issues with the tubes spinning down correctly. Some would spin fine. We could have 2 tubes from the same draw and one would spin fine. The other would be full of fibrin on top. If we ream it out and re-spin it, it would look better. We had to leave one for an hour to clot completely and it still spun down. It almost looks like the tubes were contaminated with anticoagulant. Additional information received (B)(6): please provide the product/ref number of the tubes: sst blood collection tubes ref (B)(4). Please verify the lot number of the tubes. The lot number provided> cannot be found in our system. Our lot numbers are typically 7 digits only (the investigation cannot proceed without this information): 2236530. Are the tubes properly stored prior to use (4-25 degrees c, unless otherwise noted on the package label)? Yes. Are the tubes inspected for damages prior to use? Yes. How are the specimens being drawn? Winged-set, straight needle, etc.? Straight needle and butterfly. Are the tubes being allowed to proper fill volume? Yes. Are the specimens centrifuged within two hours of collection? Yes. How long do you allow for clotting time before centrifugation? About 30 minutes. Are the specimens centrifuged at room temperature? Yes. Please provide the setting of your centrifuge (speed and time): it is a centrifuge with only a start and stop button. We also tried another centrifuge with the same results. How do the specimens arrive in the lab? Courier, pneumatic system, etc.? We draw them here. Did the specimen(s) need to be recollected? No. Did you get erroneous results? No.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: b.5 describe event or problem: it was reported when using the bd vacutainer® sst¿ blood collection tube there was hemolysis, missing additive, poor barrier separation of the sample, discolored/abnormal additive form and red cell hang up. The following information was provided by the initial reporter. The customer is reporting hemolysis with sst tubes. "We were having issues with the tubes spinning down correctly. Some would spin fine. We could have 2 tubes from the same draw and one would spin fine. The other would be full of fibrin on top. If we ream it out and re-spin it, it would look better. We had to leave one for an hour to clot completely and it still spun down. It almost looks like the tubes were contaminated with anticoagulant."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was hemolysis, missing additive, poor barrier separation of the sample, discolored/abnormal additive form and red cell hang up. The following information was provided by the initial reporter. The customer is reporting hemolysis with sst tubes. "We were having issues with the tubes spinning down correctly. Some would spin fine. We could have 2 tubes from the same draw and one would spin fine. The other would be full of fibrin on top. If we ream it out and re-spin it, it would look better. We had to leave one for an hour to clot completely and it still spun down. It almost looks like the tubes were contaminated with anticoagulant."

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 28-nov-2022. Investigation summary: material #: 367988. Lot/batch #: 2236530. Bd received 10 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for hemolysis, fibrin, red cell hang up, and poor barrier separation was observed, however additive abnormality was not observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for hemolysis, red cell hang up, fibrin/fibrin clots, poor barrier, and additive abnormality was not observed. 30 retain samples were subject to a visual inspection for additive abnormality within the tube. All samples passed testing with no evidence of additive abnormality no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failures of hemolysis, red cell hang up, fibrin/fibrin clots, and poor barrier because the defects were not evident in the testing of the complaint lot samples. Replicates of both customer returned and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hemolysis, red cell hang up, fibrin/fibrin clots, and poor barrier based on photos only. This complaint has not been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was hemolysis, missing additive, poor barrier separation of the sample, discolored/abnormal additive form and red cell hang up. The following information was provided by the initial reporter. The customer is reporting hemolysis with sst tubes. "We were having issues with the tubes spinning down correctly. Some would spin fine. We could have 2 tubes from the same draw and one would spin fine. The other would be full of fibrin on top. If we ream it out and re-spin it, it would look better. We had to leave one for an hour to clot completely and it still spun down. It almost looks like the tubes were contaminated with anticoagulant."

Manufacturer narrative:
The customer is not in canada. The updated address is captured below. E.1. (B)(6).

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was hemolysis, missing additive, poor barrier separation of the sample, and discolored/abnormal additive form. The following information was provided by the initial reporter. The customer is reporting hemolysis with sst tubes. "We were having issues with the tubes spinning down correctly. Some would spin fine. We could have 2 tubes from the same draw and one would spin fine. The other would be full of fibrin on top. If we ream it out and re-spin it, it would look better. We had to leave one for an hour to clot completely and it still spun down. It almost looks like the tubes were contaminated with anticoagulant. Additional information received 2022-11-09: -please provide the product/ref number of the tubes: sst blood collection tubes ref (B)(4). -please verify the lot number of the tubes. The lot number provided> cannot be found in our system. Our lot numbers are typically 7 digits only (the investigation cannot proceed without this information): 2236530. -are the tubes properly stored prior to use (4-25 degrees c, unless otherwise noted on the package label)? Yes. -are the tubes inspected for damages prior to use? Yes. -how are the specimens being drawn? Winged-set, straight needle, etc.? Straight needle and butterfly. -are the tubes being allowed to proper fill volume? Yes. -are the specimens centrifuged within two hours of collection? Yes. -how long do you allow for clotting time before centrifugation? About 30 minutes. -are the specimens centrifuged at room temperature? Yes. -please provide the setting of your centrifuge (speed and time): it is a centrifuge with only a start and stop button. We also tried another centrifuge with the same results. -how do the specimens arrive in the lab? Courier, pneumatic system, etc.? We draw them here. -did the specimen(s) need to be recollected? No. -did you get erroneous results? No.